Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedance measurements, noise, high pacing thresholds due to a lead fractured caused by subclavian crush that was confirmed through fluoroscopy. Additionally, it was recorded a signal artifact monitoring (sam) episode due to noisy signals. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited impedance issues, noise, high pacing thresholds due to a lead fractured caused by subclavian crush. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.